Event description:
It was reported that the customer experienced a hyperglycemia. Customer blood glucose level at the time of incident was 34 mmol/l and his current blood glucose level was 6.4 mmol/l. Customer stated that the insulin pump had a multiple pump error alarm. Customer was used insulin pump system within 48 hours of reported event. Auto mode feature was active at the time of event. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states.  However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported that she was hospitalized on (B)(6) 2022 for high blood glucose value of 34mmol/l and diabetic ketoacidosis. She was vomiting and had ketone of 1.8. She noticed before she was taken to the hospital that the cannula she had on had peeled off her skin. She mentioned she had issues with it sticking to her skin and actually had to replace them a number of times because it just keeps falling off. She does not know how long it had been off this time and suspects it led to her high blood glucose. During troubleshooting, insulin pump passed high pressure test, self-test, and displacement test. Two pump errors alarmed during the high pressure test. Customer was able to clear the alarm and rewind the insulin pump.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. The information related to hospitalization has been updated and provided in b5 section of this report. The information related to event date has been updated and provided in b3 section of this report.